Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia on (B)(6) 2017 with a blood glucose level of blood glucose of 43 mg/dl. The customer was wearing the insulin pump during their hospital stay. The customer was treated with food. The customer stated that the insulin pump had a loose drive support cap. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump passed the displacement accuracy test. The insulin pump, had cracked case at the display window corners, cracked battery tube threads and minor scratched display window. The insulin pump had stained keypad overlay and end cap sticker.